Manufacturer narrative:
Correction: this per was determined to be a duplicate to manufacturer report number 2916596-2021-05611.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was originally reported that the patient had pulmonary edema that was caused by acute hypertension. The patient presented with mean arterial pressures (maps) greater than 120 mmhg. A CT scan revealed a mild kink in the outflow graft in its midportion and found the ascending aorta was dilated with a diameter of 45 mm, there was an aortic valve prosthesis which had thickened leaflets, and the left ventricular cavity was severely dilated and there was thinning of the myocardium. The scan also showed the abdominal aorta was aneurysmal to a diameter of 50 mm, there was mural plaque which is irregular with ulcerations. There was also a thin curvilinear structure involving this segment of the abdominal aorta which extended into the right common iliac artery. It was also noted there were degenerative changes of the spine. It was suggested the patient consider a vascular surgery consultation. There was also no findings of thrombus. The patient's antihypertensive medications were increased and the patient was sent back home.